Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was suspected to be dislodged. During a revision procedure, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the issue. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: the lead was returned for evaluation for lead dislodgement. The helix not being able to extend was confirmed while high capture threshold was not confirmed. A complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued consistent with procedural damage. After cleaning, the helix could be fully extended and retracted and the measured full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event of helix would not extend is due to the helix being clogged with blood/tissue and over-torqued inner coil.